Manufacturer narrative:
It was clarified that the customer used different bottles of diluent for the manual and automatic dilutions. A fresh bottle was used for the manual dilutions. A specific root cause for the automatic dilution result and the manually diluted results could not be identified. Possible root causes may be that: the dilution reagent used for the automatic dilution had been on the analyzer for a longer period of time causing an incorrect dilution effect. This supports the fact that the manually diluted results were performed with a new bottle of dilution reagent. Or a systematic error occurred during the manual dilution of the sample. The fact that the reagent pack's on-board stability time had expired at the time of the event can be excluded as a root cause since the values deemed to be correct were generated from this same reagent pack. Based on the information available, a general reagent issue can most likely be excluded. The customer stated they are not having any further issues.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable high result for one patient sample using the elecsys calcitonin immunoassay (calc) on the cobas 8000 e 602 module. All results are in units of pg/ml. No data flags or alarms occurred unless otherwise specified. The initial result was 2000 with a data flag. The sample was automatically diluted and repeated with a result of 53263. This result was released outside the laboratory to the clinician. The clinician requested that the sample be checked and repeated, since this result was much larger than the patient's previous results. The customer manually diluted the sample and obtained the following results: 34625 (25x dilution), 31740 (50x dilution), and 25900 (100x dilution). These results were more in line with the patient's results from two weeks prior to the event. There was no allegation that an adverse event occurred. The calc reagent lot number and expiration date were not provided; however, the reagent pack was expired at the time of the event. Calibration was acceptable. The number of measuring cell determinations was very high. Investigation activities are ongoing.

Manufacturer narrative:
The calc reagent lot number was 21413000 with an expiration date of 31-may-2018. Pinch tubing was last changed during preventive maintenance on (B)(6) 2017. Liquid flow cleaning was last performed on (B)(6) 2017. According to a card left inside the module door by engineers, the last cell change was on (B)(6) 2015 however, it is unknown if cells were changed after that date. No issues were identified during a review of the alarm trace from the date of the event.